Event description:
Same as MFR# 6000089-2005-01703. During a coronary drug eluting stenting treatment procedure, stent damage occured. The calcified and tortuous lesion was located in the circumflex artery (cx). The lesion was predilated with an unknown size maverick balloon. After predilation the physician attempted to reach the lesion with a taxus express2 2.5 x 20 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Upon removal of the taxus stent from the pt's body stent strut damage was noticed. The physician then again attempted to reach the lesion with another taxus express2 2.5 x 20 mm drug eluting stent. Again the taxus stent was unable to cross the lesion and upon removal stent strut damage was noticed. Consequently no stents were implanted. No pt complications or injuries were reported. Pt status is reported as 'satisfactory/good".